Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the duplicate cubie address error. A field service engineer reconnected the row board cables for the drawer controllers, removed the cubies from the drawer, and customers replaced them with new cubies. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered a problem with duplicate cubie addresses. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.